Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken charge-coupled device (ccd) could not be identified. However, it¿s likely, the cause is related to the following: unacceptable tension in the area of the "ccd w. Holder" assembly, due to use of an adhesive. Which is not adapted to the load/ temperature collective. And to an insufficiently formed adhesive layer "c-holder to bumper sleeve". Unacceptable tension in the area of the "ccd w. Holder" assembly, due to asymmetrical alignment of the spring to c-holder, before the bumper sleeve is joined or pre-existing damage to the "ccd w. Holder" assembly, due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the telescope exhibited a purple image due to a broken charged coupled device. There was no patient involved.